Event description:
Unomedical reference number b)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6)-old female child patient's infusion set's tubing detached/ broken at the site connector and defective out of box. This issue occurred with two infusion sets. Further, they replaced infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number b)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, a (B)(6) female child patient's infusion set's tubing detached/ broken at the site connector and defective out of box. This issue occurred with two infusion sets. Further, they replaced infusion set and insulin was resumed successfully. No further information available.